Manufacturer narrative:
Analysis of the unit found that the customer´s reason for return has been confirmed. The unit overheats on the 1st minute at 224f. The collet is worn. The unit has been replaced. The collet has been replaced. The unit has been successfully tested according to the service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). It was reported that the handpiece was broken after one month from last repair and the motor overheated. There was no allegation of patient death or serious injury. The customer did allege a dissatisfaction with the product.